Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r; upn: m365sc11600; model: sc-1160; serial: (B)(4); batch: 377364. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16327976. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16398198. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16399166. Product family: scs-extension; upn: m365sc3138550; model: sc-3138-50; serial: (B)(4); batch: 16097639. Product family: scs-extension; upn: m365sc3138550; model: sc-3138-50; serial: (B)(4); batch: 16130539.

Event description:
It was reported that the patient feels as though she was not receiving enough benefit from the device. The patient underwent a revision procedure and two implantable pulse generators (ipgs), all leads, and all splitters were explanted. All explanted products were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7023524. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7070376. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 5058302. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 5072649. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7025917. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 1001944. Product family: scs-splitters, upn: m365sc3354250, model: sc-3354-25, serial: (B)(6), batch: 673172. Product family: scs-splitters, upn: m365sc3354250, model: sc-3354-25, serial: (B)(6), batch: 673192. Product family: scs-splittersm upn: m365sc3354250, model: sc-3354-25, serial: (B)(6), batch: 694830. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7070756. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7070883. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7074842. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7076507.

Event description:
It was reported that the patient feels as though she was not receiving enough benefit from the device. The patient underwent a revision procedure and two implantable pulse generators (ipgs), all leads, and all splitters were explanted. All explanted products were disposed of by the medical facility.